Event description:
Patient was chronically dislocating. The insert and femoral head (6264-5-228_ were replaced with a p4-32mm 15 degree insert (6302-5-114/vbja) and a 32mm +8 femoral head (6264-5-332/ c7ghg).

Manufacturer narrative:
Summary of evaluation:evaluation cannot be performed, although a previous inspection on a part from this lot insert suggests that this event is not device related. There is no evidence that the device failed to meet specification.